Manufacturer narrative:
Concomitant medical products: adsr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead failure was noted during an implantable pulse generator (ipg) revision procedure. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.